Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 4568 implantable pacing lead - 2000(B)(6). (B)(4).

Event description:
It was reported that the device electrocardiogram recorded two incidents of therapies being withheld due to supra ventricular tachycardia (svt), but did not record any episodes as monitored ventricular tachycardia (vt) withheld due to svt. It was determined that the device software programming did not allow for these episodes to be recorded. It was recommended that the device software include a counter to capture all types of possible episodes. The device remains in use. No patient complications have been reported as a result of this event.